Event description:
It was reported to philips that the device's paddle was burned. There was no patient involvement.

Manufacturer narrative:
Additional information received indicated that there was no issue with the paddles.